Event description:
Patient was intubated for respiratory distress- prior to connecting patient to ventilator, an ambu bag was attached to the endotracheal tube. At this point, the bag would not function. It had worked immediately prior to the intubation when patient was being assisted. Ambu bag replaced - bag checked by biomedical technician on 3/8/93 and seperation found between bellows and bottom assemblydevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, other. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.